Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) crashed against the wall and damaged to impella connect panel. The aic to be returned for evaluation, repair and annual pm. There was no patient involvement.